Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of a loose electrocardiogram connector and the connector was replaced to resolve. It was further noted that the unit's wireless connection failed and that wireless communication was not possible, that a stylus update was required, the keyboard was missing, the cover assembly for the keyboard was missing, the rail assembly sliding keyboard cover was missing, the left and right keyboard hinges were missing and the cooling fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional and systems tests. (B)(4).

Event description:
It was reported that the programmer had a loose electrocardiogram connector. The programmer was returned for service. No patient complications have been reported as a result of this event.